Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer "the same lot number as the other complaints has malfunctioned yesterday".

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer "the same lot number as the other complaints has malfunctioned yesterday".

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.